Event description:
It was reported the patient had been unable to obtain stimulation coverage in her right leg since implant. The sjm representative met with the patient for reprogramming, and it was reported the patient had stimulation in the leg, but no coverage of the back area. Follow up identified the patient was to meet with the physician regarding an explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.